Event description:
It was reported male pt was diagnosed as having rheumatic heart disease with severe ms, ar, mod tr, and pulmonary artery hypertension. He had undergone mvr and avr in 2006. He was discharged in satisfactory condition, but presented with breathlessness and cough on mild exertion thirteen days later. Echocardiography revealed severe tr and mitral prosthesis dysfunction. He was managed in the intensive care unit in the form of thrombolytics and other supportive measures. He developed lv dysfunction, shock with acute renal failure, and was placed on ventilatory support. Peritoneal dialysis was initiated. He underwent redo mitral valve replacement with tricuspid valve repair (devega's annuloplasty) the following month. It was also reported, there was no clot present on the explanted valve, but one of the leaflets was stuck.